Event description:
Pt's wife reported his blood glucose level was 400 mg/dl on (B)(6) 2012, took correction via the infusion device after changing the infusion set but no success. Wife stated on (B)(6) 2012 pt's blood glucose level was too high; no blood glucose level was provided. Pt's normal blood glucose level is 120-150 mg/dl. Wife reported the pt changed the infusion set again, took correction via the infusion device and again had no success. Pt had 4+ ketones. Wife stated the pt went to his diabetes specialist and from the doctor to the hospital. On call back from pt at 3:00 pm he reported he was back from the hospital and his blood glucose level was okay. Pt stated while in the hospital he noticed the self-adhesive of the infusion set was wet after the bolus. Treatment rec'd while at the hospital was not provided. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.